Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # k093745.

Event description:
The patient obtained a 9.8 mmol/l and a 7.8 mmol/l on their verio meter and did not exhibit any symptoms due to the alleged issue. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The test strips were not opened longer than the discard date. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the back to back readings are greater than 20 %.